Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient received an alert from the cgm that was displaying 70 mg/dl. She checked a fingerstick reading and it was 370 mg/dl. During this time, the patient was feeling sick, was shaking, felt weak, was nauseous and had stomach discomfort. Her spouse took her to the hospital and they arrived at 3:30pm. Upon arrival, a nurse checked the patient's bg and it was 390 mg/dl while the cgm was displaying 65 mg/dl. The doctor administered the patient insulin with normal saline via IV. The patient was discharged at 8:30pm. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.